Manufacturer narrative:
Product ID 37612 , serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3986a, lot# n138331, implanted: 2008 (B)(6); product type lead product ID 3986a, lot# n138329, implanted: 2008 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 748951, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 64002, lot# n318874, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type adapter product ID 37642, serial# (B)(4); product type programmer, patient product ID 3986a, lot# n138331, implanted: 2008 (B)(6)' product type lead product ID 3986a, lot# n127812, implanted: 2008 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 748951, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 64002, lot# n318875, implanted: 2012 (B)(6); product type adapter product ID 37651, serial# (B)(4); product type recharger product ID 3550-29, serial# unknown; product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The device was used for an off label indication. The indication the device was used for was depression.

Manufacturer narrative:
Analysis of the adaptor, lot #n318874, found no anomaly. Analysis of the neurostimulator, serial (B)(4), found no anomaly. Analysis of the unknown boot found no anomaly.

Event description:
Additional information received reported that the patient received assistance from his doctor or manufacturer representative and his concerns were resolved. The patient had an appointment approximately on (B)(6)-2014.

Event description:
It was reported, the patient¿s implantable neurostimulator (ins) battery level on the left side on the patient programmer showed 100% no matter if the patient had stimulation on or not. It was stated had this occurred two weeks prior to report. It was stated, it did not decrement down like it used to in between charging sessions. It was stated, the patient recharged every day and they believed it should have dropped in percentage on the patient programmer screen. It was noted, the patient was concerned about it. It was noted that the patient had a ¿drop in their mood¿ since the problem had started. It was further reported, the patient had the deep brain stimulation (dbs) for their depression and they had two rechargeable devices. It was noted, the patient checked their ins with their patient programmer (pp) and it showed the stimulation was on. It was stated, the ins was checked with the clinician programmer and it showed the stimulator was on 24/7 with 100% stimulation usage. It was noted, the patient switched between group a and group b but did not experience any therapy changes between groups. It was noted, it would take the patient two weeks for them to notice a difference in therapy however, it was stated there was no known accident or incident related to the event and there were no falls or trauma. It was noted impedances were all within normal range. It was stated, the patient had concerns about the depletion of their left ins since it had always shown it was at 100%. It was noted when the patient had changed to group b 3 days prior to report, the ins charge level showed 75%. It was stated, the right ins would show 75% more often than the left ins. It was noted that there was a possible power on reset (por) that reset the date or possibly the patient had changed the date of the ins on the patient programmer. It was stated, the date and time were corrected on the ins. It was stated, the estimated recharge interval was calculated and it estimated the patient would have to charge every 21 days. It was further noted, the patient had a loss of therapeutic effect. It was noted, the patient had a return of depression symptoms starting 3 days prior to report. It was further reported, there was ins battery depletion. It was noted, the patient had an appointment with their health care professional 5 days prior to report. It was stated, the battery level would not deplete and to the patient that indicated that the battery did not stimulate the wires. It was noted, the patient had not charged the ins in 5 days and still had not seen a drop in battery level. It was noted, the pp and the ins both showed battery levels at 75%. It was noted, the patient felt he had a return of their depressive symptoms for the past 3 weeks prior to report. It was further reported, the patient had received assistance from their manufacturer representative and their concerns were resolved on 2014 (B)(6). Additional information received reported that several impedance checks were run to be certain there was not an open circuit. There were no x-rays taken and no reprogramming was done. There was a possible por that had occurred because the ins date was reset to 2000-2001. The patient felt the battery was working and noted normal battery depletion was occurring. There were no surgical interventions performed. It was reported that there was no stimulation sensation. It was noted that 3 days prior to the date of this report, the left implantable neurostimulator (ins) was not working. It was noted that this had happened once before about 3 months prior to the date of this report and the patient had driven 3 hours away and met with the manufacturing representative and they had been changing programs as there were 3 different programs and it had all of a sudden started working. It was doing that again on the left side ins, it was not stimulating the leads. The ins battery was showing full and the ins was powered on. It was further noted that when this had happened 3 months prior to the date of this report the manufacturing representative was changing programs and had gone back to the original program and it had started working fine. Additional information received reported, the patient was first seen on (B)(6) 2014. Patient had called the healthcare professional(hcp) on (B)(6) 2014 stating that he was having the same issue that had occurred again where the device was not depleting, so the patient felt the battery was not actually on. It was noted that the patient had called the hcp the following day, (B)(6) saying the battery was registering battery depletion. The patient had a surgical paddle lead on the surface of his brain for depression. Additional information received reported the manufacturing representative had first become aware of the issue on (B)(6) 2014. It was noted that at the appointment they were able get it functioning properly again by switching groups. Additional information received reported that there was a left ins malfunction. It was noted that this had happened previously in (B)(6) 2014. The left ins from the patient programmer looked on but was not actually discharging and it happened intermittently. In (B)(6), the patient had both inss on but the left ins reported on and 100% without any charging and leaving it on for 24 hours a day even after a week. It was noted that the right ins worked and did deplete and patient charged every day to every other day. It was noted that the patient had rapid mood decompensations when the left ins was not discharging. It was noted that in (B)(6) 2014, this problem was seen when interrogating with 2 different programmers, it had shown the ins was on and at 100% despite being on for over a week. It was noted that it had seemed like changing the group program with the clinician programmer may have helped turn the ins back on. It was further noted that in (B)(6) 2014, the patient was noticing the same issue where the left ins was not requiring recharging and was staying at 100%. The patients mood had tanked. It seemed that changing the group program worked as the following day the left ins had started draining again and showed 75%. The right ins had no problems and was working. 3 days later, the ins was at 100% again even while leaving it on the patient¿s mood tanked. It was unknown if there was anything from a programming perspective that could be done to keep the leftins on. The healthcare professional was advocating for a replacement if nothing could be done. It was further noted that a neurostimulator date of (B)(6) 2001 was suspected may be present because of a power on reset (por). It was noted that this would indicate that the por had occurred about 1 year prior to the date of this report. It was noted that the time information was updated on (B)(6) 2014. Patient had not been seen since (B)(6) 2014. It was further noted that the patient had responded beautifully with neuromodulation and it had changed his life for the better. The hcp believed the pat ient was at significant risk of harming himself without a bilateral functioning system. It was later reported that the device and the adaptor were explanted and replaced on (B)(6) 2014 due to a device reset. Adaptor was returned with the battery as a precaution. Reprogramming and impedance testing were diagnostic tests performed. There was a power on reset (por) with an unknown code and the cause of the possible por was unknown. Additional information received reported the patient had suspected a reset had occurred again sometime in the week leading up to (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.